Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
MDR same case as: 2134265-2018-06958 and 2134265-2018-06549. It was reported that automatic pullback failure occurred. The 80% stenosed target lesion was located in the mildly tortuous left anterior descending. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During percutaneous coronary intervention, the opticross imaging catheter was unable to perform automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.